Event description:
Orig. Surg. (B)(6) 2011. Allegedly the pt. Felt pain after he had checked out of the hospital. He had dislocated. The modular neck was very easy to uncouple by hand from the stem at the revision surgery.

Manufacturer narrative:
The complaint was reviewed and analysis showed no trend. The package insert was also reviewed. Photographic images were made. This event occurred in (B)(6). This is the same event as 1043534-2011-00755, 00756.